Event description:
The customer reported that when the infusion set was changed to address the ongoing high blood glucose levels, the non-tandem cannula was found to be kinked for each time the cannula was changed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (400s mg/dl) with trace amounts of ketones. The contact thought that the high bgs may have been due to bent cannulas; however, it could not be confirmed. For each high bg, the infusion set site was changed and correction bolus was delivered to address the high bg levels. A pump system check was performed using the current supplies on the pump and no device issues were identified. Tandem technical support advised the customer to discuss the event with a healthcare provider.